Event description:
The biomed reports blood pump having an audible clicking sound a couple of weeks ago. The machine was not pulled. January 31st machine was pulled due to blood pump screw falling out and the clinician finished patients' treatment. However, had to manually return the patients blood. 2/12/26 field service engineer identified that one of the bolts on the blood pump rotor fell off. New blood pump rotor needed to complete repair. Rotor assy was replaced with a new one under the "blood pump rotor assembly corrective action". Existing blood pump rotor requires replacement. Existing bpr gap is outside specs. (2.9mm). Existing bpr bolts and u-nuts are loose and or missing. Installed new blood pump rotor assembly. Performed blood pump occlusion adjustment procedures. Verified torque mounting screw at 2.94 n-m. Verified start up test complete. Performed a heat citric disinfection. The machine operates per manufacturer's specifications. Performed blood pump rotor assembly arm cover verification. Verified blood pump rotor assembly arm cover, flat head screws, and bpr mounting screw within manufacture specifications. Confirmed start up test complete, without any errors. Performed heat citric disinfection.